Manufacturer narrative:
The investigation determined that a higher than expected, non-reproducible vitros sodium (na+) result was obtained from a single patient sample tested on vitros 5600 integrated system, (B)(6), compared to a repeat result obtained from the same patient sample on an alternate vitros 5600 integrated system, (B)(6). The assignable cause of the event was most likely an instrument related performance issue. Multiple diagnostic within-run precision tests indicated vitros na+ results were more imprecise on (B)(6) vs. (B)(6). The field engineer replaced the potentiometric (pm) motor, the erf and microslide metering pumps and performed centering adjustments to the electrometer pins to the slide. These service actions did not resolve the imprecision on (B)(6). Historic quality control review indicates vitros na+ slide lot 4205-1090-4181 was not performing as intended within the timeframe and cannot be ruled out as contributing to the event. Continual tracking and trending did not indicate a systemic performance issue with vitros na+ slide lot 4205-1090-4181.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected, non-reproducible vitros sodium (na+) result was obtained from a single patient sample tested on vitros 5600 integrated system, (B)(6), compared to a repeat result obtained from the same patient sample on an alternate vitros 5600 integrated system, (B)(6). Sample 1 vitros na+ results of 137 mmol/l vs. The expected result of 129.0 mmol\/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros na+ result was not reported outside of the laboratory and there was no reported allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 602592.